Event description:
(B)(4). It was reported that an in-light camera cover has shown signs of the glass cracking. There was no pt involvement reported and no adverse consequence reported.

Manufacturer narrative:
There was no reported pt involvement, therefore, no pt data exists. Three camera covers from an earlier report with the cracked glass condition were returned to the MFR and visually evaluated on (B)(4) 2011. The actual camera cover from this report was not returned and evaluated, but reportedly exhibited a similar condition as the previously evaluated covers. Add'l eval is being pursued. The catalog number provided is for the in-light camera cover which is the component identified as allegedly malfunctioning. Eval summary: the glass of the sterilizable in-light camera covers was reported to have shown signs of cracking. Samples of these cracked camera covers have been returned to the MFR and visually evaluated and are currently being sent out for add'l eval. No conclusion was to the cause of this reported event can be determined at this time. There was no pt involvement and no report of any adverse consequences to the pt or caregiver. This is not a single use device.